Manufacturer narrative:
(B)(4). Secondary surgical intervention, repositioning, explant and exchange for a shorter lens. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm micl13.2, -10.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. The lens was removed on (B)(6) 2018 due to observation of excessive vault with glare/haloes and blurred vision. It was reported that the lens was repositioned but it did not resolve the problem. On (B)(6) 2018 the lens was exchanged for a shorter length lens and the problem was resolved.